Event description:
The stent was broken. The device was used for a tips procedure, and the stent was placed in the portal vein. The incident was confirmed after an x-ray was taken to inspect for ascites, 590 days after replacement. Further information received in 2004: the stent was placed in 2002 and a stent fracture was noticed by x-ray in 2004. No intervention has been performed. The pt status is unchanged. If the pt's condition deteriorates in the future, a liver transplantation or a stent replacement will be performed. It was fourth time that the doctor had performed a tips (transjugular intrahepatic porto-systemic shunt) procedure on this pt. Regarding the past three times, stents made by other companies were used. Luminexx stent was used for this off-label procedure because the doctor was unable to get another vascular stent for 8 mm/8 cm size immediately.